Manufacturer narrative:
The customer has advised physio-control that they have decided to not proceed with device repairs due to the costs associated. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that during testing, their device was unable to charge defibrillation energy. Without the ability to charge energy, the device would be unable to deliver defibrillation energy to a patient, if needed. There was no patient use associated with the reported issue.